Manufacturer narrative:
Follow-up #1: date of submission 10/30/2017 - device evaluation: in q3 2017, there were 30 instances of battery compartment and cap failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow-up #3: date of submission 10-jul-2019. Device evaluation: in quarter 2 of 2019, there was 1 instance of battery compartment and cap failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Of the 88 allegations of a malfunction, 55 pumps were returned to animas and investigated. Of the investigated pumps, 53 were found to be malfunctioning due to battery compartment damage and battery cap damage. During investigation for unrelated complaints, there were 62 additional failures found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 88 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery compartment and cap issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-80 years of age and between 34 and 220 pounds. Of the reported patients, 39 were male and 49 were female.

Manufacturer narrative:
Follow up #2 30-jan-2018 device evaluation: in q4 2017, there were 3 instances of battery compartment and cap failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.